Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was kept at the facility.